Event description:
Rec'd notification by phone on 1/29/03 from biomet orthopedics to remove palacos bone cement from inventory with lot #3386 & 3387. The inventory was removed and the implant log was reviewed. Five (5) pts were implanted with recalled lot #s in 2003. The recall was for package integrity.